Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on aspirin and clopidogrel. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) and a possible device related thrombus/echodensity was noted on the face of the closure device. Further computed tomography (CT) imaging was recommended for better assessment. The patient was discharged.